Event description:
A customer reported a malfunction on their pump, which displayed the malf 1 code and could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support (cts) decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode before returning it. The customer will use multiple daily injections (mdi) to ensure continued insulin delivery. A replacement pump was sent, and the customer was advised on the next steps upon receiving it.